Event description:
It was reported during remote follow up that the right ventricular lead displayed oversensing of noise and impedance problem. The product was explanted and successfully replaced. There were no patient consequences.